Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1500670 investigations did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the staples get stuck. The patient's condition was reported as fine.